Event description:
It was reported that the (1) tx30v was used during an abdominal aortic aneurysm repair procedure. It was reported by the rep that while stapling across the iliac the "staples did not form". The case was completed using a ussc roticulator 30-v. The surgeon was concerned with staple migration to the pt's left foot. There is no advese pt outcome at this time.